Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Clinical adverse event received for seroma. Event is not serious and is considered mild. There is a remote possibility that the event is related to both device and procedure. On (B)(6) 2021, the patient had a revision of left total hip arthroplasty to address failed left total hip arthroplasty with chronic dislocation, malpositioned femoral and acetabular components. The indications for surgery included pain, discomfort, and shortened limb, difficulty walking, chronic dislocation. The cup was noted to be very vertical and anteverted. The surgeon observed a ¿lot of abnormal-appearing tissue¿ which was cultured and then debrided. Depuy components were implanted during this procedure. There was a large extracapsular abscess in the gluteus. A screw was removed from the acetabular cup, but the cup was not revised, the surgeon used a burr to rough up the already implanted cup and then cemented in a bi mentium trial in place. Date of implantation: (B)(6) 2021, date of event (onset): (B)(6) 2021, (left hip). Treatment: oral antibiotics (doxycycline).

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative:  dmf# - 13704, trade name ¿ gentamicin sulphate, active ingredient(s) ¿ gentamicin sulphate, dosage form - powder, and strength ¿ 1.0g active in our cements. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Post-operatively on (B)(6) 2021, the patient received two units of packed red blood cells due to hematocrit levels of 20.7% and 24.0%. On (B)(6) 2021, during a post-operative evaluation, the patient was experiencing increased drainage from the seroma. The drainage was very clear serous fluid. The physician redressed the area.